Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
Customer reports: there was a leak at the connection of the spike set.

Manufacturer narrative:
A device history record could not be reviewed because the lot number was reported as unknown. There was no sample returned to the manufacturing site, however a photograph was provided by the customer. The photograph depicts a leak between the cross spike and the tubing line. The root cause can be attributed to the manufacturing process. The root cause and action plan will be documented through a formal corrective/preventative action which has been initiated to address the reported condition to mitigate any further occurrences. This action is currently ongoing. This complaint will be closed with no further action and will be used for tracking and trending purposes.